Event description:
It was reported that the patient had a sudden loss of therapeutic effect ¿about a few months ago.¿ the patient believed the implantable neurostimulator (ins) was depleted, but she had not had it checked since a different health issue had arisen. It was not confirmed if the battery had depleted. There was no intervention or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v177540, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).